Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. No moisture damage found on electronic assembly. Analysis was unable to verify the compromised force sensor system alarm due to motor damage. The insulin pump was received with cracked at corner display window, cracked battery tube threads and scratched on lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 211 mg/dl at the time of incident. The insulin pump will be returned for analysis.